Event description:
The patient reported that they used the suspect device to check their blood glucose and obtained a result of 239mg/dl. Patient then administered an extra 5 or 7 units of insulin based upon the result. Patient then experienced hypoglycemia and went to the hospital. Patient was treated with an unknown IV and a lab value of 44mg/dl was obtained after their arrival. Glucose control solutions were not used on the system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.